Event description:
EKG patches used on patient during surgery, post-operatively patient received burns on their skin where electrodes were. Patient is doing well but wanted to report in case this happening elsewhere. FDA safety report ID # (B)(4).